Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level resulting in loss of consciousness and broken bones and requiring medical assistance. Bg cause was not known. Additionally, it was reported that the wake button was sticking. Customer declined to provide further information or undergo troubleshooting.